Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an fc1005 alert due to shock impedance high out of range. The device delivered one inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported. Additional information was received; the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an fc1005 alert due to shock impedance high out of range. The device delivered one inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.